Event description:
It was reported that a pump triggered an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received tips on preventing altitude alarms and acknowledged the advice. They did not need to replace the cartridge and were able to resume insulin use with the original cartridge. No additional information was provided about a follow-up outcome.